Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device worked during the first firing. The device was removed and reloaded. The device would not close and fire on the second attempt to fire. A new device was used to complete the case. There was no pt consequence.